Event description:
Patient presented to the physician with headaches, persistent ear pain, and intense jaw pain since the implant procedure, making it difficult to eat and talk. Physician prescribed pain medication and steroids.